Event description:
It was reported that the implantable cardiac monitor could not be interrogated and displayed an error message. A firmware download restored the device to normal functionality.

Manufacturer narrative:
(B)(6).